Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The issue could not be confirmed by the evaluation of the received device logs. The logs show several other pre-use check test failures. According to the received information, pre-use check could not be performed due to the lack of o2 supply onsite. There is no information available if any parts have been replaced, or if any parts have been considered faulty. The cause to the reported issue cannot be established by this investigation. H3 other text : 4114.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).